Event description:
It was reported that the lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Without having information received with the return product and the product not being registered. (B)(4).